Manufacturer narrative:
Investigated into the reported malfunction is ongoing. A follow-up report will be filed upon completion of the investigation.

Event description:
During the surgery, the surgical guide broke.

Manufacturer narrative:
On (B)(6) 2022, medcad was notified by a sales representative of a broken guide. The sales representative reported that the guide broke while inserting set screws and did not report any injury to the patient or prolongation of he surgery. Review of the maintenance and production records revealed inconsistencies in maintenance; however, all parts very inspected prior to shipping and passed the quality inspection for these reasons, inconsistencies in the maintenance records cannot be directly linked to the error. Furthermore, the cautions stated in the instructions for use, which are provide warning to all users prior to use of the device, wil be reiterated to the user to prevent recurrence of similar issues.